Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 the reported event could not be confirmed. Visual examination of the provided photos identified a psn mc ve asf l 10mm 4-5/cd device which has traces of bio-debris visible. The part and lot information are identifiable from the photos provided. No product was returned; therefore no further evaluations can be made. Radiographs were provided and reviewed by a health care professional. The images were not submitted to radiology due to them being undated and therefore not being able to correlate them with the event. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent a knee liner exchange due to instability in extension. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.